Event description:
It was reported that a malfunction occurred on the pump, displaying malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which successfully resolved the issue, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue recurred.